Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: unknown ; batch no.: unknown. It was reported by the health professional that the chg frepp is completely dry. No additional information was available.